Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1 mm vicmo12.1 implantable collamer lens, diopter -9.0 into the patient's right eye (od), the lens tore/broke. On the same date ((B)(6) 2018) the lens was explanted. It is unknown as to whether this was performed intraoperatively or in a 2nd surgery. Attempts to obtain additional information have not been successful.